Event description:
The account stated that they saw smoke coming from the ups on the cd3500 analyzer. The customer was using a small waste container instead of an empty diluent box and the tubing popped out of it. The waste spilled on top of the ups, and shorted out the pins at the back of the ups. No injury was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), a customer in lancet lab, (B)(4), reported seeing smoke coming from the ups connected to the cell-dyn 3500 instrument. The issue was as a result of the waste tubing popping out of a little waste container the customer was using instead of the empty diluent box that can be capped on. The waste spilled on top of the ups and shorted out the output pins at the back of the ups, causing it to shut down. The ups was repaired during an abbott field service representative visit. The analyzer and data station booted up correctly and backgrounds were reading within specifications. The ups was able to power up both the analyzer and data station. The customer went back to using the empty diluent/detergent boxes as waste containers. The cell-dyn 3500 system operator's manual, list number 92722-05, revision e, under section 10, troubleshooting guide, chapter 10, page 10-30, indicates that in an emergency situation, turn off the power switches, in any order, as quickly as possible. Follow the power on procedure as described earlier in this section when the emergency is over. Section 2, installation, chapter 2, waste requirements, page 2-4, indicates that a suitable waste container must be located near enough to the cell-dyn 3500 system to connect to the analyzer waste outlet tube, or the instrument must be positioned to permit the waste to be routed directly to a drain. The drain must be suitable for disposal of waste with possible biological and chemical hazard. Ensure that the waste outlet tube is secured in the drain hole. Page 2-15 states that the waste container should be placed on a suitable location below the analyzer. Chapter 8, precautions, limitations, and hazards, page 8-5, indicates to keep liquids away from all electrical connectors (such as electrical outlets) or communication connectors (such as the lis connector). A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports, for the period (B)(6) 2008 through (B)(6) 2009, did not indicate any adverse trend for the cell-dyn 3500, list base number 91350-01, related to the reported issue. Based on the investigation, no product issue was identified for the cell-dyn 3500, list number 91350-01, for the reported issue. This is the final report.